Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 power switch is intermittent. No patient adverse events reported.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device was found to be in poor condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, confirming the reported customer complaint. The device was found to have be damaged at the connection between the pcb and power switch, and the problem source has been determined to be design.